Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The mayfield skull clamp was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the locking mechanism was loose, and the small parts were worn off. To resolve all issues, the technician overhauled the locking mechanism and replaced the small parts. Additionally, the unit was marked with the instance number, and the function test was performed. Root cause - the reported complaint was confirmed from the evaluation. Evaluation showed that the lock has worn parts and locking mechanism was loose . The observed conditions were consistent with wear and tear / improper handling. The definite root cause cannot be reliably determined.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that prior to an unspecified surgery, the lock mechanism on the mayfield modified skull clamp (a1059) disassembled (partially) suddenly with no evident reason when the or staff was preparing the device. There was no adverse consequences to a patient and no delay in surgery was reported.